Manufacturer narrative:
The device has not been returned for evaluation. Without the return of the actual product involved, our investigation of this report is inconclusive. It was confirmed that there was no patient impact. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." Our recommendation for factory service is based on the facility's usage; however, it should not exceed 24 months. The device has been in use for 48 months without any record of factory service.

Event description:
It was reported that the "dissecting tool cut through foot of attachment during craniotomy. The tip of the foot broke off and contacted the patient wound site. The tip was readily retrieved without difficulty. The procedure was completed with another device." It was confirmed, there was no patient impact.